Event description:
Performing an off-pump coronary artery bypass grafting in the cardiovascular operating room. The off-pump vacuum positioner device was placed on the apex of the heart to position the heart for bypass grafting. After the device was applied, a large hematoma presented at the suction site at the apex of the heart. The hematoma tore open so the surgeon had to repair the heart tissue.